Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
Device evaluation revealed a peeled/delaminated downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.